Event description:
The initial reporter stated that the pump bolus port was not working. It was unclear if the bolus failed to deliver or if the bolus connector was damaged and therefore, unable to communicate with the pump. Mmdg followed up with the initial reporter, who stated that this occurred during testing and that they had no further clarification about the complaint occurrence. [(B)(4)]

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. When the device was returned to mmdg for evaluation the bolus port on the pump was found to be misaligned, so the bolus cord could not be plugged in. The pump was able to deliver a bolus as expected when the bolus key on the keypad was pressed. Based on this information, the pump was able to deliver as expected and no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump bolus port was not working. It was unclear if the bolus failed to deliver or if the bolus connector was damaged and therefore, unable to communicate with the pump. Mmdg followed up with the initial reporter, who stated that this occurred during testing and that they had no further clarification about the complaint occurrence. [Complaint- (B)(4)].